Manufacturer narrative:
Spective pregnancy case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s))"), uterine perforation ("perforation (uterus)"), device breakage ("device breakage"), device dislocation ("migration of the device / migration of the device: uterus") and pregnancy with contraceptive device ("post-implant pregnancy/ pregnancy ( with complication)") in a female patient who had essure (batch no. B02268) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included gravida I, live birth on (B)(6) 2015 and ex-smoker. Concurrent conditions included body mass index normal. Family history included breast cancer (maternal grandmother), cancer (maternal great grandmother), hypertension (brother), obesity (brother), bipolar disorder (brother), heartbeats irregular (brother) and hypertension. Concomitant products included paracetamol (acetaminophen) since 2013. On (B)(6) 2013 , the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and back pain, uterine perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), device expulsion ("migration of essure device (location of device: uterus)"), menstrual disorder ("persistent menstruation issues"), vaginal haemorrhage ("abnormal bleeding (vaginal )"), menorrhagia ("abnormal bleeding (menorrhagia)"), weight increased ("weight gain"), weight decreased ("weight loss"), alopecia ("hair loss"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes") and female sterilisation ("tubal ligation"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (on (B)(6) 2015 she had unilateral salpingectomy), surgery (on (B)(6) 2015 she had unilateral salpingectomy), surgery (on (B)(6) 2015 she had unilateral salpingectomy) and surgery (on (B)(6) 2015 she had unilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, uterine perforation, device breakage, device dislocation, pregnancy with contraceptive device, device expulsion, menstrual disorder, vaginal haemorrhage, menorrhagia, weight increased, weight decreased, alopecia, bladder disorder, urinary tract disorder and female sterilisation outcome was unknown. The pregnancy outcome was not reported. The reporter considered alopecia, bladder disorder, device breakage, device dislocation, device expulsion, fallopian tube perforation, female sterilisation, menorrhagia, menstrual disorder, pregnancy with contraceptive device, urinary tract disorder, uterine perforation, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: it was reported fallopian tubes removed to remove the devices. One device migrated, only one was taken out. The other device is still in her uterus). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.5 kg/sqm. On sep-2013, she had hysterosalpingogram which revelled that total bilateral occlusion, unilateral occlusion (right tube occluded), second test essure coils are 12resent bilaterally. Her current weight was 185 lbs. Most recent follow-up information incorporated above includes: on 3-jul-2018: plaintiff fact sheet was received events added from pfs- bladder or urinary problems or changes incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spective pregnancy case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s))"), uterine perforation ("perforation (uterus) / migration of essure device- location of device : uterus"), device breakage ("device breakage") and pregnancy with contraceptive device ("post-implant pregnancy/ pregnancy ( with complication)") in a 27-year-old female patient who had essure (batch no. B02268) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included gravida I, live birth on (B)(6) 2015 and ex-smoker. Concurrent conditions included body mass index normal. Family history included breast cancer (maternal grandmother), cancer (maternal great grandmother), hypertension (brother), obesity (brother), bipolar disorder (brother), heartbeats irregular (brother) and hypertension. Concomitant products included etonogestrel (implanon) since 2010, medroxyprogesterone acetate (depo-provera) (B)(6) 2013 to october 2016, paracetamol (acetaminophen) since 2013 and prenatal from may 2014 to january 2015. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, 4 months 12 days after insertion of essure, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal )"), menorrhagia ("abnormal bleeding (menorrhagia)"), weight increased ("weight gain") and dysmenorrhoea ("dysmenorrhea (cramping)."). On (B)(6) 2014, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), alopecia ("hair loss"), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). In (B)(6) 2014, the patient experienced depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and back pain, uterine perforation (seriousness criteria medically significant and intervention required), menstrual disorder ("persistent menstruation issues") and weight decreased ("weight loss"). Last menstrual period and estimated date of delivery were not provided. The patient was treated with surgery (on (B)(6) 2015 she had unilateral salpingectomy), surgery (on (B)(6) 2015 she had unilateral salpingectomy) and surgery (on (B)(6) 2015 she had unilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, uterine perforation, device breakage, pregnancy with contraceptive device, menstrual disorder, vaginal haemorrhage, menorrhagia, weight increased, weight decreased, alopecia, bladder disorder, urinary tract disorder, depression, anxiety and dysmenorrhoea outcome was unknown. The pregnancy outcome was not reported. The reporter considered alopecia, anxiety, bladder disorder, depression, device breakage, dysmenorrhoea, fallopian tube perforation, menorrhagia, menstrual disorder, pregnancy with contraceptive device, urinary tract disorder, uterine perforation, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: it was reported fallopian tubes removed to remove the devices. One device migrated, only one was taken out. The other device is still in her uterus). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: unilateral occlusion (right tube occluded on (B)(6) 2013, she had hysterosalpingogram which revelled that total bilateral occlusion, unilateral occlusion (right tube occluded), second test essure coils are present bilaterally. Her current weight was 185 lbs. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-oct-2018: pfs received, concomitant drugs added, events added as:- depression and mental anguish, dysmenorrhea (cramping). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s))"), uterine perforation ("perforation (uterus)"), device breakage ("device breakage"), the first episode of device expulsion ("migration of the device / migration of the device: uterus") and pregnancy with contraceptive device ("post-implant pregnancy/ pregnancy ( with complication)") in a female patient who had essure (batch no. B02268) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included gravida I, live birth on (B)(6) 2015 and ex-smoker. Concurrent conditions included body mass index normal. Family history included breast cancer (maternal grandmother), cancer (maternal great grandmother), hypertension (brother), obesity (brother), bipolar disorder (brother), heartbeats irregular (brother) and hypertension. Concomitant products included paracetamol (acetaminophen) since 2013. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and back pain, uterine perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), the first episode of device expulsion (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), the second episode of device expulsion ("migration of essure device (location of device: uterus)"), menstrual disorder ("persistent menstruation issues"), vaginal haemorrhage ("abnormal bleeding (vaginal )"), menorrhagia ("abnormal bleeding (menorrhagia)"), weight increased ("weight gain"), weight decreased ("weight loss"), alopecia ("hair loss"), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (on (B)(6) 2015 she had unilateral salpingectomy), surgery (on (B)(6) 2015 she had unilateral salpingectomy), surgery (on (B)(6) 2015 she had unilateral salpingectomy) and surgery (on (B)(6) 2015 she had unilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, uterine perforation, device breakage, pregnancy with contraceptive device, the last episode of device expulsion, menstrual disorder, vaginal haemorrhage, menorrhagia, weight increased, weight decreased, alopecia, bladder disorder and urinary tract disorder outcome was unknown. The pregnancy outcome was not reported. The reporter considered alopecia, bladder disorder, device breakage, fallopian tube perforation, menorrhagia, menstrual disorder, pregnancy with contraceptive device, urinary tract disorder, uterine perforation, vaginal haemorrhage, weight decreased, weight increased, the first episode of device expulsion and the second episode of device expulsion to be related to essure. The reporter commented: it was reported fallopian tubes removed to remove the devices. One device migrated, only one was taken out. The other device is still in her uterus). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.5 kg/sqm. On (B)(6) 2013, she had hysterosalpingogram which revelled that total bilateral occlusion, unilateral occlusion (right tube occluded), second test essure coils are present bilaterally. Her current weight was 185 lbs. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc update. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This prospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the device") and pregnancy with contraceptive device ("post-implant pregnancy") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), pelvic pain ("severe pelvic pain") and menstrual disorder ("persistent menstruation issues"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. At the time of the report, the device dislocation, pregnancy with contraceptive device, pelvic pain and menstrual disorder outcome was unknown. The pregnancy outcome was not reported. The reporter considered device dislocation, menstrual disorder, pelvic pain and pregnancy with contraceptive device to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in september 2013: essure device was successfully occluded incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s))'), uterine perforation ('perforation (uterus) / migration of essure device- location of device : uterus') and device breakage ('device breakage') in a 27-year-old female patient who had essure (batch no. B02268) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included live birth on (B)(6) 2015, gravida I and ex-smoker. Concurrent conditions included body mass index normal. Family history included breast cancer (maternal grandmother), cancer (maternal great grandmother), hypertension (brother), obesity (brother), bipolar disorder (brother), heartbeats irregular (brother) and hypertension. Concomitant products included ascorbic acid;calcium gluconate;cupric carbonate, basic;cyanocobalamin;ergocalciferol;ferrous sulfate;manganese chloride;nicotinamide;potassium iodide;pyridoxine hydrochloride;retinol;riboflavin;thiamine (prenatal) from (B)(6) 2014 to (B)(6)2015, etonogestrel (implanon) since 2010, medroxyprogesterone acetate (depo-provera) (B)(6)2013 to (B)(6) 2016 and paracetamol (acetaminophen) since 2013. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal )"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping).") And was found to have weight increased ("weight gain"), 4 months 12 days after insertion of essure. On (B)(6) 2014, the patient experienced device breakage (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes") and was found to have a pregnancy with contraceptive device ("post-implant pregnancy/ pregnancy ( with complication)"). In (B)(6) 2014, the patient experienced depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and back pain, uterine perforation (seriousness criteria medically significant and intervention required), menstrual disorder ("persistent menstruation issues") and breech presentation ("breech presentation") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (on (B)(6) 2015 she had unilateral salpingectomy). Essure was removed on (B)(6)2015. At the time of the report, the fallopian tube perforation, uterine perforation, device breakage, pregnancy with contraceptive device, menstrual disorder, vaginal haemorrhage, menorrhagia, weight increased, weight decreased, alopecia, bladder disorder, urinary tract disorder, depression, anxiety, dysmenorrhoea and breech presentation outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The apgar scores were 9 and 9 (at 1 and 5 minutes). The reporter considered alopecia, anxiety, bladder disorder, breech presentation, depression, device breakage, dysmenorrhoea, fallopian tube perforation, menorrhagia, menstrual disorder, pregnancy with contraceptive device, urinary tract disorder, uterine perforation, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: it was reported fallopian tubes removed to remove the devices. One device migrated, only one was taken out. The other device is still in her uterus). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.5 kg/sqm. Hysterosalpingogram - on 10-dec-2013: results: unilateral occlusion (right tube occluded. On (B)(6) 2013, she had hysterosalpingogram which revelled that total bilateral occlusion, unilateral occlusion (right tube occluded), second test essure coils are 12resent bilaterally. Her current weight was 185 lbs. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 29-mar-2021: mr received. Reporter's information added.event:breech presentation were added. Pregnancy outcome were updated. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s))'), uterine perforation ('perforation (uterus) / migration of essure device- location of device : uterus') and device breakage ('device breakage') in a 27-year-old female patient who had essure (batch no. B02268) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included live birth on (B)(6) 2015, gravida I and ex-smoker. On (B)(6) 2013, she had hysterosalpingogram which revelled that total bilateral occlusion, unilateral occlusion (right tube occluded), second test essure coils are 12resent bilaterally. Her current weight was 185 lbs. Concurrent conditions included body mass index normal. Family history included breast cancer (maternal grandmother), cancer (maternal great grandmother), hypertension (brother), obesity (brother), bipolar disorder (brother), heartbeats irregular (brother) and hypertension. Concomitant products included etonogestrel (implanon) since 2010, medroxyprogesterone acetate (depo-provera) (B)(6) 2013 to (B)(6) 2016, minerals nos;vitamins nos from (B)(6) 2014 to (B)(6) 2015 and paracetamol (acetaminophen) since 2013. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal )"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping).") And was found to have weight increased ("weight gain"), 4 months 12 days after insertion of essure. On (B)(6) 2014, the patient experienced device breakage (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes") and was found to have a pregnancy with contraceptive device ("post-implant pregnancy/ pregnancy ( with complication)"). In (B)(6) 2014, the patient experienced depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and back pain, uterine perforation (seriousness criteria medically significant and intervention required), menstrual disorder ("persistent menstruation issues") and breech presentation ("breech presentation") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (on (B)(6) 2015 she had unilateral salpingectomy). Essure was removed on (B)(6)2015. At the time of the report, the fallopian tube perforation, uterine perforation, device breakage, pregnancy with contraceptive device, menstrual disorder, vaginal haemorrhage, menorrhagia, weight increased, weight decreased, alopecia, bladder disorder, urinary tract disorder, depression, anxiety, dysmenorrhoea and breech presentation outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The apgar scores were 9 and 9 (at 1 and 5 minutes). The reporter considered alopecia, anxiety, bladder disorder, breech presentation, depression, device breakage, dysmenorrhoea, fallopian tube perforation, menorrhagia, menstrual disorder, pregnancy with contraceptive device, urinary tract disorder, uterine perforation, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: it was reported fallopian tubes removed to remove the devices. One device migrated, only one was taken out. The other device is still in her uterus). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: unilateral occlusion (right tube occluded. Batch no b02268, expiration date 2016-02-29, manufacturing date: 2013-02. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 8-apr-2021: quality safety evaluation of product technical complaint we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This prospective pregnancy case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s))"), uterine perforation ("perforation (uterus)"), device breakage ("device breakage"), device dislocation ("migration of the device") and pregnancy with contraceptive device ("post-implant pregnancy/ pregnancy ( with complication)") in a female patient who had essure (batch no. B02268) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included gravida I, live birth on (B)(6) 2015 and ex-smoker. Concurrent conditions included body mass index normal. Family history included breast cancer (maternal grandmother), cancer (maternal great grandmother), hypertension (brother), obesity (brother), bipolar disorder (brother), heartbeats irregular (brother) and hypertension. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), pelvic pain ("severe pelvic pain/ pain"), device expulsion ("migration of essure device (location of device: uterus)"), menstrual disorder ("persistent menstruation issues"), vaginal haemorrhage ("abnormal bleeding (vaginal )"), menorrhagia ("abnormal bleeding (menorrhagia)"), weight increased ("weight gain"), weight decreased ("weight loss"), alopecia ("hair loss") and back pain ("back pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (on (B)(6) 2015 she had unilateral salpingectomy), surgery (on (B)(6) 2015 she had unilateral salpingectomy), surgery (on (B)(6) 2015 she had unilateral salpingectomy) and surgery (on (B)(6) 2015 she had unilateral salpingectomy). Essure was removed. At the time of the report, the fallopian tube perforation, uterine perforation, device breakage, device dislocation, pregnancy with contraceptive device, pelvic pain, device expulsion, menstrual disorder, vaginal haemorrhage, menorrhagia, weight increased, weight decreased, alopecia and back pain outcome was unknown. The pregnancy outcome was not reported. The reporter considered alopecia, back pain, device breakage, device dislocation, device expulsion, fallopian tube perforation, menorrhagia, menstrual disorder, pelvic pain, pregnancy with contraceptive device, uterine perforation, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: it was reported fallopian tubes removed to remove the devices. One device migrated, only one was taken out. The other device is still in her uterus). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.5 kg/sqm. On sep-2013, she had hysterosalpingogram which revelled that total bilateral occlusion, unilateral occlusion (right tube occluded), second test essure coils are 12resent bilaterally. Her current weight was 185 lbs. Most recent follow-up information incorporated above includes: on (B)(6) 2018: reporters added and updated patient demographics. Historical condition, family history, concomitant disease, concomitant drug were added. Updated suspect drug indication and lot number. On (B)(6) 2013, she implanted essure (previously reported as jan-2013). Added events abnormal bleeding (vaginal, menorrhagia), migration of essure device (location of device: uterus), perforation (fallopian tube(s)), perforation (uterus), device breakage, weight gain/ loss, hair loss, back pain. On (B)(6) 2015 she had unilateral salpingectomy. Updated events. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.